Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 08/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: in addition to the suture breaking, did the suture also separate from the needle?- yes. Were there any adverse patient consequences?- no.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch plh663, and no non-conformances were identified (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the suture broke? During passage through tissue/ during tying. What was used to complete the procedure? New foil with same code in relation to needle, what is the approximate location of suture breakage? Mid of the suture length. Did the suture separate completely? Into two part as per surgeon. What tissue was being approximated or sutured when it broke? CABG procedure during anastomosis. Device return status: device is available. Pcf deferred due to quarantine restrictions. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In addition to the suture breaking, did the suture also separate from the needle? Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent a CABG procedure on 6/12/2021 and suture was used. During the procedure, the suture broke. A new suture was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.